Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient presented to the emergency room for unrelated health concerns. Upon device interrogation, ventricular loss of capture and poor sensing along with the inability to obtain impedance measurements were noted. Troubleshooting was performed without success. Device memory was preserved to a disk and submitted to boston scientific for review. Analysis of the stored information identified an altered memory location and resets. Ts advised that the device should be replaced. It was also noted that the patient had an underlying rhythm of 85 bpm and had a cat scan the previous day. The device currently remains in service and no additional adverse patient effects were reported.